Manufacturer narrative:
(B)(4). Date sent: 4/1/2025. D4: batch # 857a45. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was received was received partially fired 1/4, with the pan partially dislodged from right side. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 857a45, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, after the cartridge was inserted and the abdomen was entered, the stapler jaw was locked and the firing process did not occur. No patient consequences were reported.